Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was torn. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that during implant attempt, the insulation peeled off the lead. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.